Manufacturer narrative:
Insulin pump had a button response due to moisture damage on keypad traces. No button error alarm. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker. The light was ok.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. The customer states that they are able to see the time at the top of the screen, but nothing else. Customer's blood glucose level at the time 88mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.